Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and identified that the dc power supply was not providing power, which prevented the system from starting. A review of the system logfiles found a malfunction with power supply. Upon troubleshooting actions, fse identified that the direct current power supply (dcps) was faulty. Fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not powering on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the power distribution unit, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.